Event description:
"My mom got legionella bacteria with pneumonia and respiratory failure then passed away.".

Manufacturer narrative:
It was reported "my mom got legionella bacteria with pneumonia and respiratory failure then passed away." No additional information was provided.